Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had been experiencing low blood glucose for a couple of weeks. The customer stated that his blood glucose was 30 mg/dl. The customer treated himself with food and glucose tablets. Troubleshooting was done. Advised customer to speak with healthcare provider due to exercise changes and weight loss that may have required changing some settings on the insulin pump. Advised to monitor the insulin pump and call back if any issues persisted. Nothing further reported.